Event description:
It was reported that after the eze-60 lens was inserted into the posterior chamber of the pt's left eye the doctor decided to remove the lens and implant an anterior chamber lens. The doctor reported that the pt's zonules were not strong enough to hold the eze-60 lens. The anterior chamber lens was implanted successfully. The original incision was enlarged and sutures were required to close the wound.

Manufacturer narrative:
The surgeon reports that the lens was removed because the pt's zonules were not strong enough to support the lens. The lens was returned to b+l. Visual inspection found both haptics bent. Functional testing could not be performed due to the condition of the returned lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Inspection and test records indicate that this lot conformed to specification at the time of release. Based on the info available, the root cause of the event cannot be determined. However, in the surgeon's opinion the event is due to the pt's anatomy.